Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused several struts of the filter to perforate the wall of the inferior vena cava (ivc), one of the struts is approximating the right side of the abdominal aorta, complete thrombotic ivc filter occlusion, resulting in thrombolytic therapy, stenting, angioplasty and a hospitalization. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, blood clots, clotting and or occlusion of the ivc and anxiety related to the filter approximately five years and six months post implant. According to the implant records the patient was status post extensive spine surgery by a right thoracotomy with respiratory failure, on prolonged mechanical ventilatory support and prolonged bed rest leading to an increased risk for deep venous thrombosis (dvt) /pulmonary embolus (pe). The vena cava filter was inserted prophylactically to prevent a massive pe. Under fluoroscopic guidance, the filter was deployed at the level of the l2 vertebral body below the renal veins. Venacavogram performed prior to the filter deployment saw no evidence of thrombi. The patient tolerated procedure well. Approximately two years and ten months after the filter was implanted, an ultrasound (u/s) of the left lower extremity noted acute extensive proximal deep vein thrombosis of the left femoral vein and possible iliac venous occlusion. The patient was admitted to the hospital for catheter directed thrombolytic therapy. The records note marked left and mild right lower extremity dvt, refractory to systemic anticoagulation. The records also note that the patient has a chronic neurological disorder in the form of multisystem atrophy and spinal reconstruction. A computed tomography (CT) scan performed on admission confirmed complete ivc thrombosis at and below the level of the filter, extending into the right common iliac vein and throughout the left lower extremity to the junction of the left femoral and popliteal veins. Following overnight bilateral trans popliteal access for thrombolytic therapy, the patient returned for mechanical thrombectomy and stent reconstruction of the thrombosed segments. Ileocaval stent reconstruction was performed with 14mm diameter, side by side, self-expanding stents through the occluded filter and terminating at the apex of the filter superiorly. The right sided common iliac segment was then stented with overlapping 14mm stent placement, extending to the origin of the internal iliac vein. The left common femoral and femoral vein were treated with balloon angioplasty. The summary note indicated subacute ivc and proximal lower extremity dvt likely developed as a result of the indwelling filter. Patency was restored following pharmaco-mechanical thrombectomy and stent placement. Approximately one week later an ultrasound of the lower extremities was performed and noted no evidence of occlusive lower extremity dvt, diffuse left femoral vein concentric mural thickening in keeping with chronic dvt. A repeat u/s performed approximately six months later noted the same results. Approximately three years and one-month post implant a CT scan of the abdomen was performed for gross hematuria. No abnormal mass or lesions were noted. Approximately five years and seven months post implant, the patient underwent a CT scan to assess the filter. Impression notes indicated thoracic and lumbar fusion hardware and severe scoliosis; no acute abdominal organ pathology or inflammatory process or mass. Bilateral iliac vein stents beginning at the proximal ivc, a central ivc filter was noted at the level of the proximal stents with the distal prongs residing outside the ivc lumen, unchanged position since the previous CT examination.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Blood clots and thrombosis and/or occlusion within the device, the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Ivc filters are not indicated for use in the prevention of dvt¿s. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Without imaging available for review and the limited information regarding the patient¿s medical history a clinical determination could not be made. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: several struts of the filter perforated the wall of the inferior vena cava (ivc) and one of the struts is approximating the right side of the abdominal aorta. Complete thrombotic ivc filter occlusion resulting in thrombolytic therapy, stents placed through to the apex of the filter defunctionalizing the source of the thrombosis that being the ivc filter, left femoral angioplasty and a hospitalization. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of the fracture (or fractures) and additional thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records the patient was status post extensive spine surgery by a right thoracotomy, respiratory failure, in prolonged mechanical ventilatory support, prolonged bed rest, and at increased risk for deep venous thrombosis (dvt) /pulmonary embolus (pe). The vena cava filter was inserted prophylactically to prevent a massive pe. Under fluoroscopic guidance, the filter was deployed at the level of the l2 vertebral body below the renal veins. The filter was deployed at that position; it deployed straight without any tilting and in good position. Venacavogram performed prior to the filter deployment saw no evidence of thrombi. The patient tolerated procedure well. Approximately two years and ten months after the filter was implanted, an ultrasound of the left lower extremity noted acute extensive proximal deep vein thrombosis of the left femoral vein and possible iliac venous occlusion. The patient was admitted to the hospital for catheter directed thrombolytic therapy. The records note marked left and mild right lower extremity dvt, refractory to systemic anticoagulation. The records also not that the patient has a chronic neurological disorder in the form of multisystem atrophy and spinal reconstruction. A computed tomography (CT) scan performed on admission confirmed complete ivc thrombosis at and below the level of the ivc filter, extending into the right common iliac vein and throughout the left lower extremity to the junction of the left femoral and popliteal veins. Following overnight bilateral trans popliteal access for thrombolytic therapy, the patient returned for mechanical thrombectomy and stent reconstruction of the thrombosed segments. Ileocaval stents reconstruction was performed with 14mm diameter, side by side, self-expanding stents through the occluded filter and terminating at the apex of the filter superiorly. The right sided common iliac segment was then stented with overlapping 14mm stent placement, extending to the origin of the internal iliac vein. The left common femoral and femoral vein were treated with balloon angioplasty. The summary note indicated subacute ivc and proximal lower extremity dvt likely developed as a result of the indwelling filter. Patency was restored following pharmaco-mechanical thrombectomy and stent placement. An ultrasound of the lower extremities was performed and noted no evidence of occlusive lower extremity dvt, diffuse left femoral vein concentric mural thickening in keeping with chronic dvt. A repeat ultrasound performed approximately six months later noted the same results. Approximately three years and one-month post implant a computed tomography (CT) scan of the abdomen was performed for gross hematuria. No abnormal mass lesions were noted. Approximately five years and seven months after the filter was implanted, the patient underwent a CT scan to access the ivc filter. Impression notes indicated thoracic and lumbar fusion hardware and severe scoliosis; no acute abdominal organ pathology or inflammatory process or mass. Bilateral iliac vein stents beginning at the proximal ivc, a central ivc filter was noted at the level of the proximal stents with the distal prongs residing outside the ivc lumen, unchanged position since the previous CT examination. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting and or occlusion of the ivc. The patient further experienced anxiety related to the filter and asserts that one of the filter struts is closely approximating the right side of the abdominal aorta and asserts complete ivc thrombosis and complete thrombotic ivc filter occlusion.

Manufacturer narrative:
The exact implant date is unknown; said to be on or about (B)(6) 2013. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that filter struts had perforated the wall of the inferior vena cava (ivc) and one of these struts was near the right side of the abdominal aorta. The patient also experienced complete occlusive thrombosis of the filter requiring treatment with thrombolytic therapy, stenting of the apex of the filter and left femoral angioplasty. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: several struts of the filter perforated the wall of the ivc and one of the struts is approximating the right side of the abdominal aorta. Complete thrombotic ivc filter occlusion resulting in thrombolytic therapy, stents placed through to the apex of the filter defunctionalizing the source of the thrombosis that being the ivc filter, left femoral angioplasty and a hospitalization. The implanted filter poses a progressive risk of additional perforation of the ivc and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of the fracture (or fractures) and additional thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.